Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, the pump touch screen timed out faster than expected. During troubleshooting with tandem technical support, the pump was operating as expected. There was no reported adverse impact to the customer.